Event description:
Pt (male, (B)(6) with acute renal failure grade 2, ischemic heart, arteriosclerosis, left leg with total ischemia) had a femoro-femoral bypass procedure on (B)(6) 2013. The used portion of the graft started leaking when clamps were removed. The surgeon removed the graft and used a saphenous vein to do the bypass again. The procedure started at 22:00 and finished at 2:00 am (total time for surgery was 4 hours). No additional detail has been provided. The pt expired in the ICU at 5:00 am.

Manufacturer narrative:
We have received a small piece of the complaint device for evaluation. However, due to its size and previous exposure to fluids we were not able to draw any conclusions about the failure. Our lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. All manufacturing and qc steps were completed in accordance to manufacturing instructions. We found that all of the lot release testing for lot 62612 had passed the requirements for lot release without any issues. Therefore, the root cause of the failure remains inconclusive. However, it is an isolated incident since we were not able to identify any issues with other grafts from the same lot (including the same textile and crosslinking batch) and we have not seen any other complaints for devices for this lot.